Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in their doctor's office and when she primes the pump, the insulin keeps coming out and will not stop. Customer stated that insulin is squirting out during the manual prime process. Customer stated that he was not wearing the pump during priming. Customer stated that insulin continued to drip after he let go of the act button. Customer stated that there wasn't a gap between the piston and the reservoir. Customer was able to successfully prime the set after trying an infusion set from a different box. Customer declined troubleshooting for the no delivery alarm. No further assistance needed.